Manufacturer narrative:
The initial MDR 2517506-2017-00887 was filed on 19-dec-2017. Additional information (22-feb-2017): the customer care center specialist indicated that the potential cause of the issue was sample related or pre-analytical issue. The instrument is performing within manufacturing specification. No further evaluation of device is required.

Manufacturer narrative:
The initial MDR 2517506-2017-00887 was filed on 19-dec-2017. The first supplemental MDR 2517506-2017-00887_s1 was filed on 23-feb-2018. Additional information (15-mar-2018): a siemens headquarters support center (hsc) specialist reviewed the event data and determined that the repeat testing occurred either from the same aliquot well as original or on the original sample from new aliquot well. The hsc specialist concluded that the potential for pre-analytical sample integrity issue could not be ruled out.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant falsely low creatinine result. A siemens customer service engineer (cse) was dispatched to the customer site. Siemens is investigating the issue.

Event description:
A discordant, falsely low creatinine result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s), who questioned it. The same sample and new sample were tested on an alternate instrument, resulting higher. The correct result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low creatinine result.